Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), ubd: 30-sep-2013. Initial reporter not known at the time of reporting. (B)(4). The computer was returned to the manufacture for evaluation and is under analysis at this time. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system would not boot up into the cranial software and hung on a message saying "sr manager failure." The user was attempting to download a patient's image from electronic picture archiving and communication systems (pacs) for a case later in the day (+6 hours later). The case proceeded later with another navigation system. No surgical cases were delayed or cancelled during the down time of this machine. No patient was present at the time of the event.

Manufacturer narrative:
Additional information received from a manufacturer representative reported that the initial reporter was (B)(6). A system checkout was performed. The computer was replaced, as the boot memory was 100% full. The system functioned as intended. Product analysis on the returned computer confirmed an srmanager error during boot up. The system still went to the application screen. The seatools long test produced no errors and the caine-disk had zero bad sectors. A memory test(memtest86) produced errors on tests four and seven. The cause was determined to be a ram malfunction. Fdm, fdr, fdc codes are applicable to both system checkout and product analysis. If information is provided in the future, a supplemental report will be issued.